Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09602, related manufacturer reference number: 2017865-2019-12127. It was reported that the patient presented in clinic. X-rays revealed that the left ventricular lead had dislodged. The impedance and sensing had changed and there was no left ventricular capture. There was also loss of slack on the right atrial and right ventricular lead. Impedance, sensing, and pacing were normal in the ra and rv leads. When the physician opened the pocket, he suspected the patient had twiddler's syndrome. The left ventricular lead was explanted and replaced and additional slack was placed on the rv and ra lead. Patient was stable post procedure.